Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver passed the charge and boot test. The receiver log was downloaded, reviewed, finding no errors related to the complaint. The receiver passed all the relevant testing on functional test station. The receiver also passed the manual button test. The complaint of receiver display screen becoming frozen could not be confirmed because the reported allegation was not found. The root cause could not be determined.